Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. Visual observations revealed the jaw pin was displaced from its place and the distal tip of the lower shaft is protruding out contributing to the upper jaw not opening and closing properly confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin and lower distal tip shearing off from its space. This failure can be attributed to user misuse. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that prior to a rotator cuff repair procedure the jaw on the customer's expressew iii without hook (sn: (B)(4)) would not open all the way when pressing the trigger. During the same case, another customer's expressew iii without hook (sn:(B)(4)) after the 3rd passes, on the 4th passes the jaw would not close all the way down. The procedure was completed with a third like device with no harm to the patient but there was a delay of two minutes to grab the 3rd device. During in-house engineering evaluation, it was determined that the jaw pin was displaced from its place and the distal tip of the lower shaft is protruding out. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.